Manufacturer narrative:
The initial MDR for this complaint was sent in error as the specific sku (id3301i) for duragen is not sold in the us. Nevertheless, this follow up MDR is being submitted to facilitate closure of this complaint. Investigation findings: the duragen 3x3 1 pack ce (id3301i) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) of the reported lot was reviewed and no anomalies were identified that could be related to the reported condition. The root cause of the reported issue could not be determined, and the complaint is considered unconfirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2023, the duragen 3x3 1 pack ce (id3301i) was used during surgery for right trigeminal nerve decompression. It was placed in two locations: on the surface of the cerebellum under the dura and on the epidural. From (B)(6) 2023 to (B)(6) 2023, no abnormalities were observed. However, on (B)(6) 2023, a sudden change in the patient's condition occurred, confirmed by MRI/mra to be cerebral infarction. Subsequently, on (B)(6) 2023, MRI/mra confirmed cerebral infarction expansion and arterial stenosis/obstruction. A spinal drainage was installed, and a cerebrospinal fluid test confirmed a cell count of 1061, a sugar level of 152, and a protein level of 270 on sept 17. The patient is in the follow up. The hospital has not provided any further information at this time.